Manufacturer narrative:
Investigation summary: this complaint is for contaminated phoenix ast broth tubes (246003) batch 0154957. No photos or product returns were provided for investigation. Two additional customer reports this defect with the same lot. This complaint is confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batch. Complaint trending was performed, analyzing complaint data from the previous 12 months and no complaint trends were identified. Bd ID/ast plant quality will continue to monitor for trends associated with this defect and take action as necessary.

Event description:
It was reported that while using bd phoenix¿ ast broth contamination was observed by the laboratory personnel. A false positive may lead to treatment with a less tolerated antibiotic which can lead to serious adverse patient consequence. There was no report of patient impact.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd phoenix¿ ast broth contamination was observed by the laboratory personnel. A false positive may lead to treatment with a less tolerated antibiotic which can lead to serious adverse patient consequence. There was no report of patient impact.